Event description:
The device was removed due to "failed cylinder." As reported to co, the pump/cylinder set only was removed; leaving the reservoir and some assembly kit component in place from the initial implant surgery. 3/10/97 -upon receipt of add'l info from the physician/surgeon he stated: "the prosthesis was checked in every way possible to detect any leaks. It was obvious that the genitourinary penile prosthesis had deflated sufficiently to prevent normal inflation. The only feasible thing to do, in spite of testing in every wasy possible, was replace the entire pump/cylinder set. There was a loss of fluid from the system however, there was no obvious leak."

Manufacturer narrative:
According to the available info this inflatable penile prosthesis was implanted on 9/23/96 and revised on 1/15/97 due to a "failed cylinder>' a pump and two cylinders were returned for evaluation. In the received info the physician stated that during the explant surgery " co checked the prosthesis in every way possible but co was unable to detect any leaks. It was obvious that the genitourinary penile prosthesis had delfated sufficiently to prevent normal inflation." Examination and testing of the components revealed three sites of leakage. The first is located superiorly in the proximal portion of the bladder of cylinder #1. Examination of the surfaces of the separation revealed markings indicating contact with sharp instrumentation such as a scalpel. The second and third sites of leakage are located in cylinder #1 exiting tubing, one site is located in the mid-section of the tubing and the other is located near the distal tube end. Each of these sites consists of several small separations in a linear pattern. Examination of the surfaces of these separations revealed markings indicating contact with sharp instrumentation such as a hemostat. Because these components were released according to manufacturing and quality control procedures, qa concluded that the observed damage occurred subsequent to the device packaging being opened. Because the expected use of this devices combined with the observed damage to the cylinder bladder would have resulted in an earlier detected fluid loss, qa concluded that this damage most likely occurred at or subsequent to explant. Based on qa's examination and the info provided, qa concluded that the two sites of leakage in the cylinder tubing could have allowed the noted fluid loss. The size and location of these separations would have allowed slow leakage only when the cylinders were inflated. However, due to the short duration in-vivo, qa is precluded from determining the sequence of events resulting in the noted separations and from determining the cause of the observed fluid loss.